Event description:
It was reported "the (malibu locking) cap would not screw in." The surgery time was not extended more than 10 mins due to this issue and surgery was completed using a spare device that functioned correctly. There was no add'l anesthesia administered. Add'l info was rec'd: the issue occurred during lumbar arthrodesis surgery. There was no injury alleged, the outcome of the pt was reported as "normal."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.